Manufacturer narrative:
Plant investigation: pl patient line is blocked was "not confirmed" with testing. Exterior inspection revealed a blank display with led light turned on when powering up. Internal inspection revealed a burned t1 on inverter board. Inverter will be changed out in production. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report display brightness problem with the liberty cycler. The patient stated that for the past few days the brightness keep flicking throughout the previous night¿s treatment. The patient did complete treatment on the cycler. The patient was advised to discontinue use of the cycler and a replacement cycler was arranged. Additional information was solicited.